Manufacturer narrative:
(B) (4).

Event description:
There was a confirmed motor stall with no recovery. The alarm was sounding. The pt had not undergone MRI. He went to the hosp and was told the device was "faulty" as alarms were going on/off constantly. The pt was to be scheduled for pump replacement some time in (B) (6). The pump contained morphine sulfate.